Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 409 mg/dl at the time of incident and current blood glucose level was 318 mg/dl. Customer reports they feel ok trouble shoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with manual injection. Customer was neither in emergency room, nor admitted in hospital. Customer was alleging that he insulin pump under delivering. It was also stated that the insulin pump did not have any air bubble anomaly. Displacement test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump and reservoir will not be returned for analysis.